Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, multiple medical complications occurred after implant of the device. The product used for therapeutic treatment of genital ptosis characterized by a large externalized rectocele. Stage 2 cystocele and stage 2 hysteroptosis were noted. It was reported that after implant, the patient experienced lower abdominal/lumbar/sacrum/rectum pain, un-emptied bladder, incompletely empty bladder sensation, and frequent urination. After a post-operative cesarean section in 2013, the patient continues to experience urinary/rectal problems, painful bending, appendicitis-like pains, and tugging/shearing pain. The patient has had rectal manometry, MRI, and echo, with no results to explain the pain. The patient has also had a sub-total hysterectomy/bilateral salpingectomy in 2018 preserving the cervix/ovaries/collar, but the symptoms are the same.